Event description:
Consumer was injecting into his thigh and the needle broke off in his thigh. Consumer stated that he does use each pen needle twice but this was the first injection with this particular pen needle. Consumer spoke with a healthcare professional and they recommended to watch the pen needle until (B)(6) 2015 to see if needle comes out on its own. A medical questionnaire was sent to the consumer for completion and return. Follow up with the consumer on (B)(6) 2015, he states needle is still stuck in his leg but his leg is doing fine. He says his leg is not infected and he is walking fine but his muscle is a little sore. He states he can not physically go to the doctor at this time because of financial issues but he does not think that it is necessary since there is no puss or real discomfort. Received returned devices from consumer on (B)(6) 2015 and they were forwarded for evaluation. Consumer did not return medical questionnaire and another attempt was made to request the completion and return of the documents on (B)(6) 2015, a message was left on his voice mail for a return call and return of the medical questionnaire.

Event description:
Consumer was injecting into his thigh and the needle broke off in his thigh. Consumer stated that he does use each pen needle twice but this was the first injection with this particular pen needle. Consumer spoke with a healthcare professional and they recommended to watch the pen needle until (B)(6) 2015 to see if needle comes out on its own. A medical questionnaire was sent to the consumer for completion and return. Follow up with the consumer on (B)(6) 2015 he states needle is still stuck in his leg but his leg is doing fine. He says his leg is not infected and he is walking fine but his muscle is a little sore. He states he can not physically go to the doctor at this time because of financial issues but he does not think that it is necessary since there is no puss or real discomfort. Received returned devices from consumer on (B)(6) 2015 and they were forwarded for evaluation. Consumer did not return medical questionnaire and another attempt was made to request the completion and return of the documents on (B)(6) 2015 a message was left on his voice mail for a return call and return of the medical questionnaire.